Manufacturer narrative:
Per 21 cfr part 803, the reported issue by the user facility does not meet the requirements for medical device reporting. The narrative provided by the user facility is not related to an adverse event. Rather, it is a description of an interaction the customer experienced associated with a reported shipment delay of the replacement root devices. Reported issue is not product performance related.

Event description:
Per medwatch report# (B)(4), the customer reported "we have sent several masimo root 7 patient monitors in for repair and have experienced extended time for return of these devices. On average we are having to wait 6-8 weeks for a replacement which is just that, a new unit sent to us and not the device sent in for repair. The new unit isn't an issue for us, but the excessive turn-around time for this device is. We have two spare monitors on hand to make sure we aren't down a room, but those units were put in place and an additional unit was sent out for repair putting us down three units with little to no response from masimo when an inquiry was made about a status update. This lack of supplies and equipment replacement is starting to cause the potential interruption to patient care within our facility." There was no patient impact or consequence reported.